Event description:
The unit was returned for evaluation due to the allegation that the device had sparks coming from the back of the unit and reportedly ignited an adjacent box of kleenex. The unit was in use by the patient at the time of the incident. There was no patient harm. Upon repair evaluation, it was discovered that there was evidence of melting of the power cord. An investigation was performed, and it was determined that the molded female connector that connects the power cord to the unit may have separated which could potentially result in accessible metal parts presenting a hazard for electrical shock. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.